Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the site contacted intuitive technical support engineer (tse) to report a recoverable 319 fault. The customer also had a non-recoverable 307 error, restarted the system and have a 319 fault and message to disable arm. Tse advised site they could do hard restart, but likely will not resolve. Site did hard restart and issue returned. Site disabled the arm and was continued with case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was found to fail normal mode on the in-house system. The usm was also tested on a functional test platform. And failed the fiber test due to a defective rolling loop. The usm passed the fiber test after replacing the component with a golden loop.